Manufacturer narrative:
Analysis of the neurostimulator, serial #(B)(4), found the setscrew backed out too far. There was no significant anomaly. A known good lead was inserted and withdrawn three times into the connector port.

Event description:
It was reported the lead could not be inserted into the header block. Troubleshooting attempts included retracting and removing the setscrew, but the issue did not resolve. Another implantable neurostimulator (ins) was used and the lead successfully was inserted into the new header block. The device was returned for analysis. Follow-up was being conducted to obtain cause, symptoms, actions, and patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).